Event description:
It was reported that during a pph procedure, doctor stated that the device misfired and that 30% of the staple line was missing. Doctor sutured the area where he had missing staples. No pt consequence. One device returning.